Event description:
It was reported that a malfunction occurred on the pump, but no notable events had taken place before this. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.